Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had some problem. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump was died and he can¿t get his sensor to reconnect as well as the belt clip was broken. The insulin pump will not be returned for analysis.